Event description:
Dexcom g6 sensor failure sensor reading of 220 blood sugar when the actual reading was 120. This caused the tandem slim pump to overdose insulin causing intervention of administering glucose.